Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 118 mg/dl. The customer reported that the insulin pump had failed battery alarm. The customer reported that the troubleshooting was performed for the failed battery and blank display. The customer was advised to insert new battery and the display was not returned after insulin pump restart. Customer stated that the contacts on the battery cap was neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display, no unexpected battery power loss alarm and no failed battery alarm during testing. (B)(4).